Event description:
Boston scientific received information that during an elective replacement procedure for normal battery depletion this pacemaker exhibited loss of capture when electrocautery was applied despite being programmed to an asynchronous pacing mode of voo. The patient is pacemaker dependent. Technical services suspected that the proximity of cautery to the device¿s battery caused the battery voltage to temporarily drop which quickly recovered after cautery was stopped. The device was explanted and returned for analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. According to physician¿s manual associated with this device ¿exposure of the pacemaker to certain conditions such as strong electrical interference from electrocautery or a defibrillation shock, or to low temperatures (prior to implantation) could cause a temporary reduction in the battery voltage. The pacemaker might be reset and conduct a memory check.¿ it also states that ¿electrosurgical cautery may cause asynchronous or inhibited pacemaker operation.¿ since this device had been implanted for six years and had reached elective replacement time (ert) the battery voltage was lower making the device more susceptible to the drop in battery voltage that electrocautery induces to be low enough to cause resets and pauses in pacing during the electrocautery application. It appears that user error contributed to the clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.